Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow-up communication livanova learned that the device is cleaned regularly as per instruction for use and placed inside the operating theater during use. In addition, it was learned that the device is full of water and hydrogen peroxide h2o2 level is not checked daily. This is not in accordance with device instruction for use and this deviation may have led/contributed to the reported contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-coolersystem 3t was contamination by mycobacterium chimaera. There is no patient involvement.